Manufacturer narrative:
Pump had unexpected pump errors after battery insertion, pump error alarm occurred during monitoring for several hours, pump error during self-test and pump received with high sleep current due to the internal battery connector not properly connected. Connected the internal battery, then the pump was monitored for 3 days with normal sleep current measurement and no unexpected pump errors noted during testing. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 8.1 mmol/l at the time of the incident. The customer stated that the notification light immediately stopped flashing. The product was returned for analysis.